Manufacturer narrative:
Based on the claim against the product by the customer noting that there was no left eye vision in the ssc, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the high-resolution stereo viewer (hrsv) to resolve the reported issue. Isi did receive a da vinci product to perform failure analysis. The hrsb was analyzed and found to have no image when installed on an in-house test system. The unit will be sent to original equipment manufacturer (OEM) for repair. The complaint regarding the hrsv having no left eye vision was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: the customer converted to another surgeon side console after the start of the procedure due to no vision in the left eye of the high-resolution stereo viewer. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy- benign surgical procedure, the surgeon side console (ssc) left eye flickered, produced a washed-out image, then the image went blank. The site tried a new blue fiber cable with no change. The site had a second ssc, but after looking at the system software levels for both systems, it was discovered that the system was at p10, and the other system was showing up as a p9 software level. The site stated they would most likely have to move the patient to the other system. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.